Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed broken force sensor. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with critical pump error alarm and broken force sensor alarm is found in the formatted history file due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. No moisture damage was found on the keypad assembly however, moisture damage was found on the motor and the force sensor during visual inspection. The insulin pump received with scratched case, case cracked behind the pump near the battery compartment, missing serial number label, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.